Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a hysterectomy total and bilateral salpingo procedure performed on the unknown date. According to the complainant, during the procedure, the tip of the trocar was bent. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.